Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient suffered from pelvic pain, abdominal pain, and lower back pain. The patient also suffered from continued incontinence, urinary tract infections and dyspareunia. All other information is unknown and unavailable.